Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred on the homechoice (hc) during dwell three of five, while the home patient (hp) was connected. The technical service representative (tsr) had the hp check for open clamps on unused lines and bad connections. The hp stated everything looked okay. The tsr informed the hp that the hc was going to end therapy and that the hp should start over with new supplies or perform therapy with manual supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned, a device analysis could not be completed.  Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.